Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient began treatment with ceftazidime (dose unknown, frequency and route not reported) for the peritonitis which was stopped on an unknown date. A day after the onset of peritonitis, the patient began treatment with vancomycin (dose unknown, frequency and route not reported) which stopped a day later. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis. The patient started treatment with meropenem (dose unknown, frequency and route not reported) which was stopped on an unknown date. Nine days after the onset of peritonitis, the patients catheter was removed and started hemodialysis. The patient recovered from abdominal pain and the peritonitis and was discharged from the hospital. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4): as the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers gd895094, gd895268 and gd895433 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.